Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 32 mg/dl. The customer experienced unconsciousness as a symptom of low blood glucose. It is unknown if customer had been using insulin pump system within 48 hours of reported low blood glucose event. It is unknown if customer did not use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.